Manufacturer narrative:
Retainer ring = black on july 07, 2021 the customer alleged lost sensor signal alert, change sensor alert, taping adhesive anomaly and high bg's. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, faded serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. The pump communicated properly with the guardian link 3 and the test plug. After warm up was complete, the pump was able to list the test value on the pump screen. No communication anomaly, calibration anomaly, lost senor signal alert or change sensor alert noted during testing. The pump was received without the sensor tape. Unable to verify sensor tape adhesive anomaly. The customer alleged lost sensor signal alert and change senor alert was not confirmed. The customer alleged tape adhesive anomaly was unknown. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at time of incident and the current blood glucose level was 123 mg/dl. The customer was declined with troubleshooting. Customer reported that they did not used to auto mode feature at the time of event. Customer reported loss of communication between insulin pump and transmitter. The device will not be returned for analysis.